Event description:
Philips received information from the customer that reported a beeping sound and a smell from the operators console ups (uninterruptible power supply) and reported sinus irritation. The philips field service engineer (fse) confirmed that the CT technologist did not seek medical attention and was not evaluated by a physician. There was no injury to pt, operator or bystander due to this issue. There was no report of smoke or fire.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).